Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon felt like it was losing grip power in the large suturecut needle driver instrument and then they could see a wire piece sticking out of the instrument's wrist. It was almost like it was loose and it did not retract back as it should. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken pitch cable. The complaint was confirmed by failure analysis.